Event description:
The vitallium rods placed on (B) (6) 2009 from t5 to the pelvis for spinal stabilization. On (B) (6) 2010, the pt was getting into car when she felt a snap and transitory severe pain. X-rays show rod fractures at the l2 level on the right and l3 level on the left. Surgery recommended to correct - not urgent.